Event description:
It was reported that suture placement in an unspecified vessel was attempted with proglide devices, using a pre-close technique, prior to an interventional procedure. Reportedly, "there was no suture in the device". A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: device status changed from discarded to returned. Evaluation summary: the device was returned for evaluation. The reported event of no suture was present when the plunger was removed (needle to cuff miss/suture retrieval issue) was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returning. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was provided: it was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal endoprosthesis procedure. Reportedly, no suture was present when the plunger was removed. The sutures of two proglide devices were successfully preplaced prior to the abdominal endoprosthesis procedure. The sheath was upsized to 23f and the abdominal endoprosthesis procedure was completed. Only one of the preplaced proglide devices was used to attempt to achieve hemostasis. A cut-down procedure was performed and hemostasis was achieved by manual suturing of the vessel. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.